Event description:
During placement of the catheter, the physician experienced some difficulty since the pt's ligament was extremely tight. An x-ray showed that the catheter was in the correct position, and intact. During removal, the catheter unravelled, and a 5mm portion remained in the spinous process. The piece of catheter was removed by a neurosurgeons, and there were no pt complications.